Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged on (B)(6) and again (B)(6) 2021. The dislodgement resulted in loss of capture and failure to sense. The physician explanted and replaced the lead. The patient was in stable condition.